Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused leukemia last (B)(6). The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 20, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging leukemia related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed duringblack dust like contamination (inconsistent with sounds abatement foam degradation) on the top enclosure, ui panel, bottom enclosure, and rear panel, dust like contamination on top of the blower box, the blower motor, and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, consistent, dust like contamination on the air inlet of the blower box. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 8 error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and but not directly address the symptoms specified. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem, was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.